Manufacturer narrative:
It was reported that the patient underwent mesh revision and vaginoplasty on (B)(6) 2003 due to pain and mesh erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including a revision on (B)(6) 2003. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced discomfort, scar tissue and bleeding.

Manufacturer narrative:
It was reported that patient underwent excision of the vaginal sling with anterior vaginoplasty on (B)(6) 2003 due to protruding vaginal sling following sling procedure for stress incontinence. (B)(4).